Manufacturer narrative:
The actual device has not been received; however, images (photos) of the cartridge were provided. Heavy dent/distortions and a crack were observed at the cartridge tip. The conditions observed in the product image is consistent with a unit that has been previously handled and prepares for a surgical process. The observations seen in the photos could be related to excessive force during the delivery/handling of the lens delivery causing the lens to get stuck in cartridge. The customer's reported complaint was verified. The manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed no additional investigations request for this production odder number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during procedure the surgeon couldn't get the intraocular lens (iol) to advance in the cartridge as the loader was stuck, the cartridge tip was torn, and a large piece of plastic was obscuring the implantation. The surgeon witnessed the issue under the microscope and handed the device back to the surgical tech. Upon further testing in the or (operating room), a piece of the cartridge came off on the mayo stand and a large piece of plastic from the cartridge was hanging off the cartridge tip. A new lens and cartridge were examined and used for the implantation. Reportedly, only the tip of the cartridge came near the patient's eye. No further information was provided.